Event description:
It was reported that the pt's pump and catheter were removed due to infection. No other details were provided. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.